Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.a fracture of the sensing conductors was found close to the crimp sleeve consistent with fatigue. This fracture is consistent with the observation from the field of oversensing.

Event description:
It was reported that the patient received inappropriate therapy due to oversensing noise on the rv channel. The physician observed an insulation anomaly. The lead was explanted and replaced. The patient was described as psychologically traumatized due to the required intervention.